Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. Extended investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of all required investigation activities. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch user declaration that reported the following information: "patient uses a freestyle libre 2 continuous glucose monitor for glucose monitoring. Hx type 2 dm on 70/30 mixed insulin twice a day. Had been using libre 2 for ~3 months without incident and glucose levels generally range 100-220 mg/dl. Last a1c (3/16/23) =7.5% on (B)(6) 2023, noted that her glucose levels on the libre 2 were significantly elevated from baseline. This was on a friday. Over the weekend, patient called into her primary care provider's 24/7 rn triage line twice for advice as the glucose levels on the libre 2 were >300 and sometimes showing "hi". Ultimately, patient was advised to go to ed for support. At the ed, the libre 2 was still showing glucose readings >300, but her glucose level was 88 mg/dl per ed report. Of note- patient had self-increased in her insulin dose at home to try to reduce hyperglycemia readings based on the libre 2 report. Patient was diagnosed with uti during ed visit - started on antibiotics. On (B)(6) 2023 patient presented to pcp clinic for follow up, and was still wearing the same libre 2 sensor. Poct glucose done with validated clinic machine, and glucose level=137 mg/dl, and libre 2 scan was 322 mg/dl. Patient advised to remove libre 2 sensor immediately and to contact abbott (manufacturer) to report significant glucose variance and inaccurate readings. Patient counseled to do fingerstick glucose check for accuracy when libre 2 readings do not match symptoms." The customer was able to be contacted, however, no additional information was provided. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch user declaration that reported the following information: "patient uses a freestyle libre 2 continuous glucose monitor for glucose monitoring. Hx type 2 dm on 70/30 mixed insulin twice a day. Had been using libre 2 for ~3 months without incident and glucose levels generally range 100-220 mg/dl. Last a1c (3/16/23) =7.5% on 4/14/23, noted that her glucose levels on the libre 2 were significantly elevated from baseline. This was on a friday. Over the weekend, patient called into her primary care provider's 24/7 rn triage line twice for advice as the glucose levels on the libre 2 were >300 and sometimes showing "hi". Ultimately, patient was advised to go to ed for support. At the ed, the libre 2 was still showing glucose readings >300, but her glucose level was 88 mg/dl per ed report. Of note- patient had self-increased in her insulin dose at home to try to reduce hyperglycemia readings based on the libre 2 report. Patient was diagnosed with uti during ed visit - started on antibiotics. On (B)(6) 2023 patient presented to pcp clinic for follow up, and was still wearing the same libre 2 sensor. Poct glucose done with validated clinic machine, and glucose level=137 mg/dl, and libre 2 scan was 322 mg/dl. Patient advised to remove libre 2 sensor immediately and to contact abbott (manufacturer) to report significant glucose variance and inaccurate readings. Patient counseled to do fingerstick glucose check for accuracy when libre 2 readings do not match symptoms." The customer was able to be contacted, however, no additional information was provided. Based on the information provided, there was no report of serious injury associated with this event.